Event description:
After the catheter insertion, the pt's blood pressure dropped and flares developed over the surface of his body. After about five minutes, the pt went into cardiac arrest. The physician started cardiac compression and injected catecholamine. The catheter was removed. The pt recovered with no further complications.